Manufacturer narrative:
The field service engineer verified probe adjustments and these were ok. The engineer checked liquid level detection voltage of the sample probe and this was ok. Probe pathways were decontaminated. The mixer and mixer motor were replaced and readjusted. A sipper probe was replaced since it was bent. The water volume in the wash stations was checked and was ok. The customer ran controls. The engineer observed a damaged sample probe connector which was repaired through replacing and re-adjusting the sample probe assembly. A loose connection to a system reagent was observed and was tightened. Preventive maintenance was performed. Performance testing was carried out successfully. Precision studies performed for a different assay were successful and within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay and three additional patient samples tested with the elecsys cea assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The total psa reagent lot number was 492347, with an expiration date of 31-dec-2021. The cea reagent lot number was 491824. The reagent expiration date was requested, but not provided.